Manufacturer narrative:
(B)(4).

Event description:
Patient was implanted a couple weeks ago. Patient had experienced a return of symptoms. Patient was able to increase stimulation from .9 to 1.2. Symptoms reported was loss of therapy on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.